Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer checked the analyzer and found an issue with the sample probe, and he replaced it. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. The initial result was 3.12 mg/dl, and the repeat result was 6.35 mg/dl. The result from a new sample from the patient was 7.36 mg/dl.